Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a battery issue on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that it happened about a week ago due to high blood glucose readings. The customer treated with a pen. The customer stated that the pump alarmed low battery alert and the battery was replaced less than 10 minutes. The customer stated that this is the second occurrence that he used the aa battery. The customer will be sent a replacement pump.

Manufacturer narrative:
Evaluated one opened/used enlite-serter, performed insertion test and passed per inspection. Enlite-serter connected/inserted and release enlite-sensor properly.